Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should be 4114 - device not returned, 3221 - no findings available, and 4315 - cause not established, respectively.

Manufacturer narrative:
The reported event of out of range impedance and incorrect measurement was not confirmed. Interrogation of the device revealed the device was above elective replacement indication (eri) when received. Electrical testing and visual inspection was performed and no anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the observed impedance values were out of range and the implantable cardioverter defibrillator - ICD failed to perform sensing and pacing tests correctly. The ICD was explanted and replaced. The patient was in stable condition throughout the procedure.